Manufacturer narrative:
Add'l manufacturer narrative: no further info is expected for this specific event, and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability".

Event description:
The customer complaints about blood leak during treatment. Blood flow rate 102 ml/min. Tmp: 110mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury. It was found membrane broken during the first use..machine, the blood loss was about 3.4ml.